Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, due to the high bifurcation, the physicians punctured above the femoral head, as the artery was very deep in this area. Resistance was noted during advancement of the device through with the anatomy. The device was then removed, and a kink was noted on the sheath. The suture of one new prostyle device was successfully pre-placed. The sheath size remained a 6f and the tavi procedure was completed. Hemostasis was achieved using the 1-1 technique with the pre-placed prostyle suture and a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible patient body mass, or the angle of insertion due to the access site location contributed to the difficult to advance and deformation of the guide. It was reported the access site was above the femoral head. It should be noted that the electronic perclose prostyle instructions for use (eifu), states, ¿do not use the perclose prostyle smcr system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and / or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma.¿ it is unknown of the IFU violation contributed to the difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1494 clarifier: indication for use.